Event description:
It was reported that (1) device was used during a hernia repair. It was reported by the affiliate that the ems malfunctioned (no details). Another instrument was used to complete the case. There was no conseqence to the pt.